Manufacturer narrative:
(B)(6) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was overheating. The procedure was continued with a second motor device. The user stated that the second motor device was very stiff and struggled while trying to get the cap off at the end wire. There was a two minute delay to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient was doing fine after the procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.